Event description:
Ous MDR - after an implantation period of approximately 60 months, shock impedance values of greater than 150 ohms were reported via home monitoring and confirmed in a follow up. The lead was extracted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 17 cm distal to the is 1 connector pin. The proximal and the distal lead fragment were received and subjected to an extensive analysis. The analysis revealed a rubbed through insulation 41.5 cm proximal to the lead tip. In this region the conductor cable to the distal shock coil was fractured. Furthermore the insulation was rubbed through 31 cm proximal to the lead tip, where the conductor cable to the proximal shock coil was found fractured. Both damages might have led to the clinical observation of increased shock impedance greater than 150 ohms. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.